Event description:
During the implantation procedure while placing the lead into the header, they could not place the screwdriver into the rv setscrew port. It was reported that this was due to the position of the setscrew. The ICD was not implanted.

Manufacturer narrative:
(B)(4)the analysis on this device is pending. (B)(4)

Event description:
During the implantation procedure while placing the lead into the header, they could not place the screwdriver into the rv setscrew port. It was reported that this was due to the position of the setscrew. The ICD was not implanted.

Manufacturer narrative:
(B) (4)the analysis on this device is pending.